Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned d11: concomitant products device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 246118, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that one of the reduction tabs was broken but not properly as intended and the other reduction tab looks good without any damage. There was some dry bone cement left inside the cannulated screw. Thus, the complaint is being confirmed. The complaint is being confirmed for 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 246118) as one of the reduction tabs of the received screw got broken. While a definitive root cause cannot be determined, it is possible that the tab of the screw might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot ==> the DHR of product code 199723755s, lot 246118, was reviewed and was part of the bounding on the nonconformance nr-0127286 with no link to the complaint description. The lot was released conform to specifications on july 18, 2019. The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 246118, qty: 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that one of the reduction tabs was broken but not properly as intended and the other reduction tab looks good without any damage. There was some dry bone cement left inside the cannulated screw. Thus, the complaint is being confirmed. Device failure/ defect was found. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to the post manufacturing damage and geometry of the device design. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Complaint was confirmed. Investigation conclusion: the complaint is being confirmed for 5.5 exp verse fen scr 7.0x55 (part. No: 199723755, lot. No: 246118) as one of the reduction tabs of the received screw got broken. While a definitive root cause cannot be determined, it is possible that the tab of the screw might have encountered unintended forces. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: the DHR of product code 199723755s, lot 246118, was reviewed and was part of the bounding on the nonconformance (B)(4) with no link to the complaint description. The lot was released conform to specifications on july 18, 2019. Qty. (B)(4). The DHR was electronically reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information. This complaint involves three (3) devices.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown surgery, the screws were finally tightened when the screw head part of the thread broke off. The correction key became deformed as well. The surgeon removed, and replaced the 2 screws, inserted a rod and new innies, then tightened them. Procedure was successfully completed without surgical delay. There was no patient harm/consequences. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown). Unknown rods (part# unknown, lot# unknown, quantity unknown); unknown tightener (part# unknown, lot# unknown, quantity unknown). This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.5 7.0 x 55mm. This is report 3 of 3 for (B)(4).